Event description:
During preventive maintenance, the manufacturers service engineer noted a pressure sensor failure occurrence in the log. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.